Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high" (specific value was not provided) and "high blood pressure"; cause was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with a manual injection followed by insulin therapy via the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.